Manufacturer narrative:
Product analysis: the device returned coiled in biohazard bag. The device was decontaminated with cidex opa solution soak and tergazyme soak. The devi ce was returned with the hypotube, and proximal grip detached from the device. The device was returned with the tip of the device and the stent pulled approximately 4cm back into the outer shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the protégé gps stent during procedure to treat little calcified plaque lesion in the proximal common iliac artery. There was no damage noted to the packaging and there were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without any issues. There was no resistance encountered when advancing the device and no excessive force used. It was reported that during the operation the stent could not be deployed in the body. After withdrawal it was found that the tip and the delivery system were separated and the tip had dislodged on the guidewire. Detachment is reported to have occurred, but not within the body. No intervention was required for removal. No stent struts were observed to be exposed on removal. A replacement protégé gps was used to complete the procedure. No patient injury reported.